Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering. The customer blood glucose level was 26 mmol/l at the time of incident. Customer stated symptom related to high blood glucose value was nausea. The customer was assisted with troubleshooting. The customer was treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleges that the insulin pump was under delivering because the customer had been changing set for many times already. Customer stated drive support cap appeared to be normal. The device will not be returned for analysis.